Event description:
It was reported that the patient underwent a posterior spinal fusion to treat a t10 burst fracture following a motor vehicle accident. The tip of the inner sleeve broke while being used to seat the rod in the bone screw. The procedure was converted to a mini-open procedure to an open procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.